Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling, the stylet/guidewire was kinked/buckled, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and the connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant, and stretching.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure it was impossible to remove the stylet from the lumen of the left ventricular (lv) lead. The lv lead was removed and replaced with an unknown lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.